Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial and ventricular sensing was observed to be simultaneous on an electrocardiogram (EKG) rhythm strip. Initially atrial lead dislodgement was suspected due to it's sensing of a ventricular signal. T wave oversensing was also observed. A chest-x-ray was conducted and it was confirmed that the right ventricular (rv) lead had dislodged. The right ventricular lead was explanted and replaced. There was no complaint on the atrial lead which remained implanted. There were no adverse consequences and the patient was in stable condition before and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and t-wave oversensing. A complete lead was returned in one piece with helix partially extended and clogged with blood/tissue. X-ray examination of the lead showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be fully extended and retracted by applying torque to the connector pin. The helix extension length met specification. The reported event of t-wave oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.